Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 68 mg/dl and 120 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.